Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine at an unknown concentration at a dose of 6 mg/day and morphine at an unknown concentration at a dose of 9 mg/day via an implantable pump for non-malignant pain. It was reported that the patient started to experience withdrawal symptoms on (B)(6) 2016. The pump alarm started to alarm on 2016-08-27; the patient reported hearing a siren type alarm. The patient's refill date was at some point this month, but the patient had an appointment on (B)(6) 2016. The patient reported that they thought the pump was out of medication. The patient was in the hospital. The patient went to the emergency room (ER) because they had paralysis in their left shoulder and arm. The patient reported that they were really sick and throwing up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.